Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the diapherm flange disk, white particles inner device, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior and delamination od the diapherm flange disk. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. A delamination total of the valve (cohesive failure). Additional, changed, and/or corrected data: d.6.b, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.